Event description:
It was reported that the tip of the wire detached. A 300cm pt guidewire was selected for use. During unpacking, the tip detached when it was removed from the packaging coil. The device was not used in the patient. The procedure was completed with another pt device and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the guidewire returned inside of its protective hoop and packaging pouch. Visual inspection revealed the guidewire detached into two sections. The proximal section measured approximately 103.1 inches from the proximal end. The distal section measured approximately 14.7 inches from the distal tip. The proximal section showed different kinks located approximately at 34 inches, 42 inches and 43.5 inches from the proximal end. The distal section was kinked approximately at 10.5 inches from the distal end. The ends of the separated sections were microscopically inspected and it seemed that the separation was induced by an external factor consistent with a sharp tool. Dimensional inspection found the distal tip, middle section, and proximal section outer diameters within specification. Inspection of the remainder of the device revealed no other damage or irregularities. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip of the wire detached. A 300cm pt guidewire was selected for use. During unpacking, the tip detached when it was removed from the packaging coil. The device was not used in the patient. The procedure was completed with another pt device and there were no patient complications.